Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient went asystolic during dialysis. The code team working with the patient stated that the patient kept getting shocked and continued to get shocked even when the magnet was applied. Interrogation showed no treated episodes. The code team was adamant that the device shocked the patient numerous times. The device stored data was reviewed and confirmed that no therapies had been delivered by the device. The external defibrillator was attached to the patient at the time which may have caused the observed shocks. Also observed was loss of capture on both the left ventricular lead and the right ventricular lead on the external monitor following these observed shocks on the electrocardiogram (ECG). The device and leads remain in use. No further patient complications have been reported as a result of this event.